Event description:
Patient had hip pain, cup appears to have moved position from implantation done on 2007. Cup appears loose. Patient was revised on right hip.

Manufacturer narrative:
An event regarding crack/fracture involving dall miles cable was reported. The event was confirmed. Method & results: the reported device was not returned for evaluation. A review of the provided information by a clinical consultant concluded that: x-ray printouts available for review include an ap of the pelvis and lateral of the right hip demonstrating a hybrid right total hip arthroplasty with a dall-miles trochanteric cable grip with two broken cables. The trochanter is united. A cemented stem is stable and a cup with two screws is noted to be loose and rotated to a vertical position. The hip remains reduced. There is no evidence that the apparent failure of biologic fixation eight years post-operative in this elderly patient with a primary acetabular component placed in a revision hemiarthroplasty was the result of factors of faulty component design, manufacturing or materials. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, clinical or past medical history, follow-up notes between (B)(6) of 2007 and (B)(6) of 2015, and additional x-rays are needed to fully investigate the event. If further information and/or device becomes available or the product is returned, this investigation will be re-opened. Other text : not returned